Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. One video clip associated with this event is provided for review, the imaging submitted is 5 seconds in length. The video shows a completely deployed evolut valve. A fully inflated balloon is seen with a higher volume of contrast sitting at the inflow of the evolut frame with a larger portion parked into the left ventricle. The balloon is then pulled with force across the evolut frame (force noted by balloon shaft movement and calcified aortic arch). The balloon and wire are both pulled out simultaneously and the evolut valve is left parked in the ascending aorta. In conclusion, there are no valve load checks related to this event. The imaging provided confirms that a valve was deployed to 100% and a post dilatation balloon was used to relocate the valve into the ascending aorta. There is no additional imaging that confirms right coronary occlusion. Coronary occlusion is a known potential adverse event in the instructions for use (IFU) associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). However, with the limited information available and image review, the conclusive cause of the coronary occlusion cannot be determined. In this case, it was reported that the coronary artery was difficult to access due to the angulation. This indicates that the probable cause of the coronary artery was patient anatomy. The occlusion most likely then led to the patient's hemodyn amics worsened and cardiac arrest. A post implant balloon aortic valvuloplasty (bav) was performed to correct the position of the valve. IFU states that, ¿physicians should use judgment when considering repositioning a fully deployed bioprosthesis (for example, using a snare, balloon, and/or forceps). Repositioning the bioprosthesis is not recommended, except in cases where imminent serious harm or death is possible (for example, coronary occlusion)." Subsequently, the hemodynamics improved. No additional adverse patient effects were reported. No known allegations were made against the device, and there was no information to indicate that a malfunction or misuse contributed to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that thirty minutes following the implant of this transcatheter bioprosthetic valve, at an implant depth of 3mm on the non-coronary cusp and 5mm on the left coronary cusp, the patient's hemodynamics worsened and cardiac arrest ensued. The right coronary artery was blocked, and due to the angulation, the coronary artery was difficult to access. A post-implant balloon aortic valvuloplasty (bav) was performed to correct the position of the valve. The valve was left in the ascending aorta. Subsequently, the hemodynamics improved. No additional adverse patient effects were reported.